Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced for an unknown reason.

Event description:
Additional information received stated that the patient preferred a rechargeable system and had their non-rechargeable ipg replaced electively.

Manufacturer narrative:
This issue is no longer reportable as the ipg was electively replaced.